Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to a therapy harness ferrite bead being set over an integrated circuit, designator u1, on the analog pcb assembly in error during the manufacturing of the device. The incorrectly set therapy harness ferrite bead broke legs 1 and 16 and caused the device to not deliver a shock.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device failed to shock when a 300 joules shock was attempted. As a result, defibrillation therapy may not be available, if it was needed.